Event description:
It was reported that, prior to a replacement procedure for the cardiac resynchronization therapy defibrillator (crt-d), the field representative contacted technical services (ts) for general considerations for this patient that is pacer dependent and has a left ventricular assist device (lvad) implanted. Ts reviewed the device data, noted high capture thresholds and potential loss of capture (loc) on this right atrial (ra) lead. As the cause could not be confirmed, ts recommended to further evaluate in the replacement procedure to assess if it necessary to include the ra lead. No additional adverse patient effects were reported outside the revision procedure. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).